Event description:
Fibrocystic disease, papillomas of neck, cognitive dysfunction, memory loss, extreme fatigue, joint pains, muscle aches, raynaud's, fever, chills, paresthesias, hair loss, sicca symptoms, high sed rate, burning chest pain, silicone granuloma upon removal, non-specific auto-immune condition, implant hardening, swelling, arthritis symptoms, muscle fatigue, swelling of hands and fingers, breast tenderness, swollen glands, coldness, pain in extremities, implants too small and malpositioned, visible implant wrinkles, flu, discharge from nipples, pain when using left arm, back and shoulder pain and burning, allergic to sun.